Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The severely calcified, de novo target lesion was accessed and a 12mmx2.00mm apex balloon was advanced. The physician dilated the lesion with the apex balloon but the balloon ruptured at 14 atms, upon first inflation. The procedure was completed with a different balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).